Manufacturer narrative:
The explanted device was not returned to bsn as it was kept by the medical facility. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices was found to be satisfactory.

Event description:
A report was received that the patient had a charging issues. The patient underwent a revision procedure wherein the battery was replaced. The patient was doing well postoperatively.

Event description:
A report was received that the patient had a charging issues. The patient underwent a revision procedure wherein the battery was replaced. The patient was doing well postoperatively.

Manufacturer narrative:
Sc-1132 sn (B)(4): device evaluation indicated that the ipg passed all tests performed.